Manufacturer narrative:
(B)(4). The device associated with this report was not returned for analysis. Review of the photographic evidence confirmed the reported allegation. The main body of the device is cracked from one of the posts to the edge . Additionally one of the post is chipped. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spd noticed cracks in these instruments after case. No surgical delay.